Event description:
It was reported by repair work order that while removing the cot from the ambulance, the cot dropped about twelve inches with a patient on the unit. It was reported the ambulance cot was pulled past the safety hook prior to the legs being fully extended. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.